Event description:
It was reported that one of the ambicor penile prosthesis shaft does not empty completely and only after much insistence can the prosthesis be partially filled. Impossible to penetrate. In addition, the cylinders cannot be completely emptied, remaining with significant volume.